Event description:
It was reported that the patient was admitted to the hospital with a presenting rate of 40-45 beats per minute, experiencing dizziness and lightheadedness. No pacing outputs were capturing due to lead dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.